Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment difficulty could not be confirmed as the stent implant was not returned. Cine review was performed and confirmed the difficulty deploying the stent. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported for difficult to deploy. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous mid femoral artery. Direct stenting was performed with a 10 x 39 mm omnilink elite stent. During deployment, the stent expanded on the proximal end first and then it took longer for the distal stent to expand. The stent did not open to the nominal diameter. Post-dilatation was performed with a 10 x 40 mm unknown balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.